Event description:
It was reported that this male patient underwent a ring explant after an implant duration of three (3) years, two (2) months due to regurgitation. It was further reported that the mitral valve had severe restriction of the posterior leaflet preventing adequate coaptation. "There was excessive pannus ingrowth around the ring and the papillary muscles were extremely thickened, suggesting a severe inflammatory process in this region." The 28 mm ring was replaced with a 25 mm pericardial bioprosthesis. Hemostasis was obtained and the patient was transferred to the cvu.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The causes of re-operation for a annuloplasty repair are well documented in the literature. Reoperations are primarily the result of a progression of disease, the patient's baseline hemodynamics, or technical failures and are not evidence of product malfunctions. No further actions are possible with the available information.